Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had the silicon sealant (ke45) is missing on the light guide and elevator cover, and the adhesive around the pink rubber is cracking off. There were no reports of patient involvement.